Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient reported to technical support during troubleshooting of a liberty select cycler alarm that a fluid leak was observed inside the cycler cassette door. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. It was indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Additional information was solicited. The liberty select cycler was replaced.

Manufacturer narrative:
The reported symptom code (out of box) was confirmed due to zero completed treatments found in the patient¿s treatment history. The reported symptom code (fluid leaking) was not confirmed. The reported symptom code (air detected in cassette warning) was not confirmed. Symptom code (non-operational questions) refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. Information has been documented. An external visual inspection showed no signs of physical damage. Accelerated stress test passed. Upon opening the cassette door there were indications of dried fluid on the cassette membrane. No burrs or sharps in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed fluid could not be determined. Passed mushroom head check. Test positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.